Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet.

Event description:
A report was received that a patient's incision site had not healed properly. The physician removed the tissue around the midline incision and stitched the area back up. The patient was given antibiotics as a preventative, though the area did not look infected.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that a patient's incision site had not healed properly. The physician removed the tissue around the midline incision and stitched the area back up. The patient was given antibiotics as a preventative, though the area did not look infected.